Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump wake button was not working. Display came on when the pump was plugged into a power source. Blood glucose was 200 mg/dl. Customer reverted to using manual injections for insulin therapy.